Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2012-08287, MDR ID 2134265-2012-08410. It was reported that during an intravascular ultrasound imaging (ivus) diagnostic procedure failure to pullback occurred. The motor drive unit does not pullback anymore. The procedure was completed successfully with this device by doing manual pullback. No patient complications were reported.